Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and device test failed noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 568 mg/dl at the time of incident. The current blood glucose level is 414 mg/dl. Customer done self-test and no delivery alarm occurred. Customer experienced symptoms such as vomiting and lot of pain. Customer treated with 3 units of insulin. Customer refused troubleshooting for high blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr. Unomed set.